Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The device measured 285.1 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip measured 1 mm and displayed signs of degradation. Examination under magnification confirmed normal degradation of the tip. There was no light from the sma connector, indicating a fiber fracture within the connector. No damage was observed along the length of the fiber. When connected to the laser console, the following message was displayed: "applicator has been used 3 times." No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed signs of normal degradation. Additionally, there was no light emitted from the sma connector, indicating there was a fracture within the fiber connector. Additionally, it is likely that procedural handling of the device during set-up, reprocessing or use contributed to the fiber damage within the connector. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this pertains to the first of two lighttrail reusable 270um laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber were used in a lithotripsy flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit was a auriga qi laser console with the laser settings of 800 millijoules and 12 hertz. According to the complainant, during the procedure, at an interval of 20 minutes, both laser fibers gave away. The light beam of the first laser fiber gave away and suddenly stopped working. The second laser fiber used did not deliver the energy necessary to break the stone. The procedure was completed with a third lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.